Event description:
A medtronic representative reported a portable navigation system axiem box that was turning off and on. The computer was functioning properly. This issue was identified while the system was in the medtronic navigation access center (nac). There was no patient present.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Medtronic investigation of returned suspect device finds no issues at power-up, the axiem powers on. The emitter was not returned with the system. Ran for 24 hours and no power issues were observed. Reported issue could not be replicated. No fault found and fully functional.